Manufacturer narrative:
(B)(4). Device not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Estimated date of event. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement with two proglide devices was attempted in an unspecified vessel using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, "the threads were torn apart", a suture break occurred with both proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The tavi procedure was completed and hemostasis was achieved using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.